Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 3, prolapsed anterior mitral leaflet, and enlarged atrium. A mitraclip xtw was advanced to the mitral valve, but while checking gripper orientation, a single gripper actuation issue occurred. One gripper was not dropping fully. Troubleshooting was performed but was not successful. Therefore, the clip was removed from the patient. Another mitraclip was selected for treatment and implanted without issues. The procedure was completed with one clip implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue. It was observed that the gripper arm cover was pinched between the harness. Additionally, the gripper cover was observed to be bulky where it was pinched by the harness. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported single gripper actuation issue is due to the harness pinching the gripper arm cover. However, a cause for the harness pinching the gripper arm cover could not be determined. The observed bulky gripper arm cover is a cascading event of the harness pinching the gripper arm cover. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a